Manufacturer narrative:
(B)(4). The device was not returned for analysis. A review of the lot history record and complaint history of the reported lot could not be conducted because the lot number was not provided. The investigation determined the reported difficulties appear to be related to user error and the treatment appears to be related to procedure circumstance.it should be noted that the perclose proglide instructions for use (IFU) states that the device should only be used by physicians who are trained in diagnostic and / or interventional catheterization procedures and who have been trained by an authorized representative of abbott vascular. Additionally, the IFU states to deploy the device at a 45-degree angle. In this case, the IFU deviation(s) likely contributed to the reported difficulties. The patient effect of occlusion is listed in the IFU as a potential adverse event of use of the device. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
It was reported that a puncture closure of a femoral vein was attempted using a proglide device after a mitraclip interventional procedure. Reportedly, the proglide device was deployed at the wrong angle and the suture captured the back wall of the vein causing the vein to close. A small surgical incision was performed to clip and remove the suture. Hemostasis was achieved surgically. Blood flow was restored. There was no reported adverse patient sequela. There was no clinically significant delay in the procedure or therapy. No additional information was provided.